Manufacturer narrative:
The event is under evaluation into root cause.

Event description:
As reported a endovent, ev, had a leakage during procedure. The surgeon inserted the introducer of the endovent in the internal jugular vein of the patient. They opened a endovent package, during use of this ev a leak was noted. They have decided to leave the introducer in place to use the endovent and used a band-aid to stop the leakage.

Manufacturer narrative:
As reported a endovent had a leakage during procedure. The surgeon inserted the introducer of the endovent in the internal jugular vein of the patient. He noted abnormal leakage of blood in the introducer (junction of green and white, at the main port for introduction of the endovent. It was leaking so much that they have decided to remove the introducer(2014-05503-1). They opened a new endovent package, during use of this new ev a new leak was noted, less than the previous one (in the same position). They have decided to leave the introducer in place to use the endovent and used a band-aid to stop the leakage (2014-05503-2). Only the first device is available to return. As per follow up it was confirmed, they used the introducer provided in the endovent kit. Evaluation: the device was discarded by the hospital and unavailable for evaluation. The complaint was unable to be confirmed. The root cause of the leak was unable to be determined. Trends for this issue are in control and will continue to be monitored. Manufacturing records were reviewed and there were no related non conformances identified. There will be no pra or CAPA initiated at this time. The instructions for use, training, and risk control measures are appropriate at this time. Trends will continue to be monitored through the edwards quality system.